Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 1 patient sample on a cobas integra 400 plus module. The initial na result was 75 mmol/l with flag, the initial k result was 2.3 mmol/l with flag, and the initial cl result was 212 mmol/l with flag. The customer questioned the results which prompted them to repeat the sample. The repeat na result was 163 mmol/l, the repeat k result was 4.9 mmol/l, and the repeat cl result was 85 mmol/l. The sample was repeated again and the na result was 141 mmol/l, the repeat k result was 4.2 mmol/l, and the repeat cl result was 6 mmol/l accompanied by a data flag indicating unstable ise. The sample was sent to another laboratory and repeated on an cobas pro analyzer. The na result was 141 mmol/l, the k result was 4.4 mmol/l, and the cl result was 102 mmol/l. The results from the cobas pro analyzer were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number is 21530547 and the expiration date is 10-nov-2023. The k electrode lot numbers provided are 31232247 with an expiration date of 8-mar-2024 and 21525047 with an expiration date of 22-sep-2023. The cl electrode lot numbers provided are 3123304 with an expiration date of 12-jan-2024 and 21530847 with an expiration date of 11-aug-2023. Clarification on which lot and expiration date produced which results was not provided. The customer replaced the k and cl electrodes. Calibration was last performed on 08-jan-2024. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that tubing had come off of the pump and reseated it. The fse performed a precision check, calibration, and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.